Event description:
(B)(4) study. It was reported that post a percutaneous transluminal coronary angioplasty treatment procedure, the patient experienced worsening coronary artery disease. (B)(6) 2010 the patient was diagnosed with unstable angina and cardiac catheterization was recommended. The 75% stenosed and 19mm long de-novo target lesion was located in the middle right coronary artery (rca) with a reference diameter of 3.0mm. The target lesion was treated with direct stent placement using a 3.0x24mm taxus liberte stent, resulting in 0% residual stenosis. The following day the patient was discharged on aspirin and prasugrel. (B)(6) 2012 the patient was diagnosed with coronary artery disease and was hospitalized on same day. Intervention was performed. The same day event was considered resolved without residual effects. The following day the patient was discharged. Additional information has been requested and is not available.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).